Event description:
The customer reported having unexplained high blood glucose of 564mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. The customer stated that the device alarmed motor error. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. However, unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.